Event description:
A customer reported to baxter corporate product surveillance a clearlink secondary medication set in which the administration spike became disconnected from an unknown hospira bag. According to the report, the clearlink secondary medication set was spiked into an unknown hospira bag. The bag was then hung, and infusion began. The hospira bag contained an unknown chemotherapy drug. After an unknown amount of time after infusion began, the spike disconnected from the bag completely. This resulted in the chemotherapy drug spilling on the floor. The facility preps about 60-80 similar set-ups a day and this is the first time they have had an issue. In order to prevent further issues, the facility has begun to use baxter bags with the secondary sets. There was a patient involved. However, there were no reports of patient injury, adverse events, or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was performed on the reported lot with no deviations found.